Event description:
It was reported, the subject device's transparent sheath under the tip probe was buckled. There were multiple buckles on the tip side, not on the handle. The issue occurred, during pre-inspection/prior to a diagnostic transtracheal lung biopsy procedure. That was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: indentation at the tip of the insertion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the indentation at the tip of the insertion part caused "ultrasound image distortion" due to the inability to transmit and receive ultrasound waves normally. The indentation suggests that an external force was applied to the tip of the insertion part. It is likely that buckling occurred due to the external force. However, the information obtained from this complaint and the investigation results did not lead to identification of the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device's transparent sheath under the tip probe was buckled. There were multiple buckles on the tip side, not on the handle. The issue occurred during pre-inspection/prior to a diagnostic transtracheal lung biopsy procedure that was completed using a similar device. There were no reports of patient harm associated with the event.